Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet, during which blood glucose reached 251 mg/dl and remained out of range for approximately four hours; the issue resolved after a supply change and insulin delivery was resumed, with glucose subsequently dropping into range. Symptoms included elevated blood glucose. Outcomes included resolution without outside assistance or medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set.